Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt still feels device stimulation, but no longer experiences voice alteration with stimulation.

Event description:
Further follow-up revealed that the patient underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. No visible lead breaks were seen; however, the lead wire appeared to be "crinkled". Device diagnostic testing with the new system was within normal limits, indicating that the new system is functioning properly.